Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarmed throughout the night on every five minutes and there was no notifications on the screen. It reported with wrong sn so could not log. Per follow up information received via mail on 17oct2023, the data showed that the most likely reason for the alarms was probe placement. These were registered intermittently when the patient temperature dipped out of range and resolved when the probe was replaced. They also did a heating and cooling check and it all worked normally, so the device had been put back into use. Issue resolved onsite by replacing probe and therapy continued. The unit did not comeback and not received data. Patient was involved and there was no adverse effect.

Event description:
It was reported that the arctic sun device was alarmed throughout the night on every five minutes and there was no notifications on the screen. It reported with wrong sn so could not log. Per follow up information received via mail on 17oct2023, the data showed that the most likely reason for the alarms was probe placement. These were registered intermittently when the patient temperature dipped out of range and resolved when the probe was replaced. They also did a heating and cooling check and it all worked normally, so the device had been put back into use. Issue resolved onsite by replacing probe and therapy continued. The unit did not comeback and not received data. Patient was involved and there was no adverse effect.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.